Manufacturer narrative:
Medical safety/clinical reviewed the event. A 75-year-old female with unknown medical history presented in cardiogenic shock (scai classification unknown) and was implanted with an impella cp (pump 1) for mechanical circulatory support (mcs). On post-implant day 0, no aortic (ao) placement signal was observed, and the device was replaced with a new impella cp (pump 2). During this support, a loose connection was identified with the automated impella controller (aic) power cable. Multiple electrical outlets were attempted; however, the aic did not charge as expected. However, it was noted that the aic started charging without further issue. While on impella cp pump 2 support, the patient experienced an arrhythmic event requiring brief resuscitation. The patient stabilized thereafter, and echocardiography was performed. The device was repositioned by withdrawing approximately 2 cm. Approximately three days later, elevated motor current and potential hemolysis were noted and closely monitored. Repeat echocardiography suggested the device may have been positioned slightly deep within the ventricle. No repositioning was performed at that time due to the patient¿s hemodynamic instability. Subsequently, the patient was noted to have developed severe multiorgan failure (mof). Care was withdrawn, and the patient expired. The device performance issues associated with impella cp pump 1 (loss of ao placement signal) and the automated impella controller (power cable/charging issue) are being reported as malfunction type of reportable event. These issues are not considered to have contributed to the patient¿s death and were limited to device performance and limited user management concerns. Impella cp pump 2 will be reported as a death type of reportable event. The patient experienced device positioning concerns and an arrhythmic event during support; however, based on available information, the most likely cause of death was severe cardiogenic shock complicated by ¿severe¿ multiorgan failure. Investigation summary. The automated impella controller was received for evaluation. The reported issue of the automated impella controller not charging was caused by a loose wire connection between the ac receptacle plug and power cord. Product history review was completed and noted there were no complaints discovered during the review the product history of console. H6 investigation type, findings and conclusion codes, along with the h6 component code, were updated accordingly based on the completed investigation. Related medical device reports: this is one of three devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) power cable had loose connection. Multiple sockets were replaced but the aic did not charge. The aic started charging again and the issue was resolved.